Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. The pump was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The pump was received with all operating currents within spec and passed the rewind, unexpected error test, prime test, excessive no delivery test and displacement test. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and broken battery tube threads.(B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer mentioned a crack where you screw the reservoir in. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.